Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient's weight, but the information was not received.

Event description:
It was reported that patient experienced infection at the ipg pocket site. As a result, patient underwent surgical intervention, wherein the entire system was explanted.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.